Manufacturer narrative:
4/7/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a lavh procedure. Reportedly, the instrument was difficult to open and the staples prefired. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.